Event description:
Pt reported an alleged "leak" in the balloon of a lap-band system. The leak was first noticed when the pt came for the initial fill and within one hr, there was "no restriction." Additional fills were attempted, with no restriction achieved. Health professional reported on one fill attempt, the pt should have had 6cc, but only 3.5cc was in the band. The serial number has been requested but has not been received at this time. The device remains implanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿